Manufacturer narrative:
A ge service representative performed an on site investigation. The power switch assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down without command there is no report of death or serious injury associated with this complaint. This resulted in a loss of imaging functionality.